Event description:
Additional information was provided. The intended procedure was diagnostic and the scope's air-feeding function and objective lens-cleaning function was checked prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. There was no delay to the start of pre-cleaning. During the pre-cleaning process, the customer supplied air and water through the nozzle. There were no abnormalities in the accessories used for reprocessing. There was no delay to the start of manual cleaning. The customer brushed the working and suction channel. The air and flushing channel is only flushed with the appropriate hoses. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the foreign material identified, the device examination showed the following damaged areas: the hand grip was sheared; the right/left knob was sheared; the up/down knob was sheared; the flexibility adjustment ring was damaged; the switch box was dented; the air/water cylinder was discolored; the suction cylinder was discolored; the plug unit was damaged; the scope connector case was dented; and the image guide protector was cut. During functional testing, the device was found to have a worn angle wire which allowed for excess play in the up/down directional knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii colonovideoscope's objective lens cleaning function was not working properly and flow was "too weak". There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During examination, the device was found to have foreign material present in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.